Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.118.007 lot: 9144110 manufacturing site: balsthal release to warehouse date: october 23, 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the percutaneous depth gauge for 2.7 mm screws was received at us customer quality (cq) with only the handle returned. The slider is missing from the device. The complaint will be confirmed since there is a missing component. However, the device is not broken. Dimensional inspection: dimensional analysis was not performed as there is conclusive evidence that the slider is missing. Document/specification review: the following drawing(s) was reviewed; - depth gauge va ankle trauma system - handle va ankle trauma system - slider va ankle trauma system conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is millstone service provider. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the percutaneous depth gauge for 2.7mm screws was broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This is report 1 of 1 for (B)(4).